Event description:
I had under muscle saline breast implants in 2008. These toxic unsafe bags caused me to have many autoimmune diseases and thyroid disorder. I have multiple issues and have noticed a change in my health for the better after having then removed. Had child (B)(6). Symptoms got worse.